Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulinlispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined high blood glucose (bg) level that was "high" per continuous glucose monitor readings. High bg was addressed with a manual correction injection. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management. Additionally, it was reported that insulin drops were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer noted that they were using off label insulin, but were working on obtaining a prescription for novolog. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.